Manufacturer narrative:
Per tandem's t:slim user guide do not remove or add insulin from a filled cartridge after it is installed on the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus via the pump. Reportedly, the customer was able to load and re-use the original cartridge successfully, and resumed insulin.